Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 bumper slide was missed. A field service engineer troubleshot the issue with the drawer sticking and not closing. Found the rail bumper slide was missing and the fascia panel was loose. Replaced the missing bumper slide and tightened the fascia panel. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 3.1 would not close. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.